Event description:
The customer reported to olympus, the high definition lcd monitor power was turned off. The procedure was completed using the same device after a delay of an unknown duration. Though a delay occurred, there were no reports of any patient injury or harm and the procedure was still completed using the same device. There is no evidence that a life-threatening event occurred, that the malfunction caused or contributed to a permanent impairment in the patient, or that additional medical or surgical intervention was required to preclude permanent impairment.

Manufacturer narrative:
During evaluation, the following were found: power down of the monitor and scratches on the screen. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure of the printed circuit (g1) board was confirmed by the repair department, and therefore, it is likely that the monitor power failure occurred due to the failure of the printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the indicated phenomenon occurred during the procedure. The procedure was a diagnostic procedure and the intended procedure was completed. The device was inspected before use.